Manufacturer narrative:
Analysis was completed for the power switching board, but the reported complaint was unable to be confirmed. After functional testing, performance testing, visual/physical examination, and a usability inspection, there was no fault found with the power switching board. Analysis was also completed for the system control board, but the reported complaint was unable to be confirmed. After functional testing, performance testing, visual/physical examination, and a usability inspection, there was no fault found with the system control board. A software analysis was also completed, and it was determined that the reported issue was not a software issue. It was stated that the issue was related to hardware. The software was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The rep reviewed the logs and from his interpretation the system control board was sporadically failing. The logs showed this at different times and usage; the sporadic failing occurred during different functions, and both while energized and standing idle. The rep also discovered x-ray generator state off/error presenting the same. In the logs the rep noted when going from 2d to standalone there were failures each time but only one fault at a time. While testing the equipment, however, the rep could not duplicate the issues. The rep replaced the power switching board and system control board, and uploaded the firmware. There were no issues noted with the repair, and the rep was unable to duplicate the symptoms he saw in the logs or any that were reported. The rep performed similar/same situations that resulted in the faults with no success of replicating the faults. The imaging system then passed the system checkout and was found to be fully functional with no issues noted. The power switching board and system control board were returned to medtronic but were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a cervical spine procedure. It was reported that during the case when closing the gantry door, the tube/detector leds on the imaging system started blinking and no pendant buttons were functioning. The umbilical cable was unplugged and the image acquisition system (ias) was rebooted, and then the system started working again. There was a delay of less than 10 minutes to the case, and there was no impact on patient outcome. It was noted that this was a recurring issue.